Event description:
The account's maintenance stated the bed exit will not alarm. When he unplugged the tape switches, the bed exit would alarm.

Manufacturer narrative:
The account installed the new tape switches to repair the bed.